Event description:
It was reported that during a routine follow-up, there was noise reported on the right ventricular (rv) lead. An attempt was made to reproduce the noise, but this was unsuccessful. A request was made to have data from this device analyzed. Data analysis showed there was noise over-sensed on the rv sensing channel. Technical services recommended troubleshooting options. The lead remains in service. Additional information as received, stating that the physician elected to deactivated the device as the patient was deemed to be at low risk of sudden cardiac death. The lead remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this patient's device was stuck on update while under interrogation. Discussed trying a different programmer. There was no confirmation. No adverse events.